Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to recover storage space in the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user did not have permission to recover the storage space. The technical support specialist (tss) addressed the insufficient privileges error by explaining that users need unload or station administration permissions to recover failed storage spaces. The tss advised assigning these roles through user settings and provided steps for recovery by users with appropriate privileges. The tss confirmed that the case was closed after confirming no further issues remained. The system functioned as intended after the technical support specialist investigated the device.